Event description:
It was reported that a patient underwent an unknown procedure in 2026, and suture was used. The suture detached from the needle without any traction. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent: 7/6/2026 b3: only event year known: 2026 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device 10dxhd/wnvcp603h19 and no non-conformances/manufacturing irregularities related to the malfunction were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. 2 were there any patient consequences? This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.